Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the patient received the bard foley catheters from another supplier, and they were defective. The patient stated this generally and no other information was provided. Per follow up via phone on 01dec2021, customer stated that the foley catheter balloon deflated. Sometimes it deflated overnight and other times it stayed good for a day or two. Once it deflated, it could not be used. The ones they got from the pharmacy were ref 1758fs18 (lot no. Ngfw2923) but they were not sure if those were the same catheters they were getting from (B)(6). They had experienced 2 to 3 balloon deflations last year and 2 so far in this year.